Manufacturer narrative:
No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that gantry of the imaging system would not dock, otherwise the system was fully operational. Upon clicking the docking button, the site representative reported hearing clicking noises, but the gantry would not move. Troubleshooting was done and technical services recommended moving the gantry in and then out. Afterwards, the gantry was able to dock. The case was resolved on call. No patient was present. On 2020-jan-22 additional information received: the site representative called to report that the gantry was still having issues with docking. The clinical specialist re-homed the system and it passed. However, the site still reported that the gantry was not docking correctly and when attempting to drive the image acquisition system it would drive very slowly. Technical service generated quote for system checkout. On 2020-jan-23 additional information received: the field service engineer emailed to report that while on phone with the site representative, they were able to re-home the system with the x-stage cover removed. Resolution found on call.